Event description:
It was reported that the patient experienced a pneumothorax one day after their implantable pulse generator (ipg) implant procedure requiring chest tube placement. The implantable pulse generator (ipg) system remains implanted and in use. No further patient complications have been reported as a result of this event.